Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture of the glass cap. The metal cap exhibited severe charred debris adhesion on its surface, indicative of tissue contact. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation of fiber stopped working is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the reported fiber stopped working and distal circumferential fracture found. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that during the procedure the fiber stopped. A second fiber was used to complete the procedure. No additional information was reported. The fiber was returned for analysis and the testing conducted identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing exists.